Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. Refer to associated MFR report 3005099803-2008-03102 for a description of the second event. It was reported to boston scientific corporation on 07/21/08 that a spyscope access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in a female pt in 2008. According to the complainant, the distal part of the catheter was torn after being in the duct for about 20 minutes. The spycope was removed from the duodenoscope, and a "small scuffing" was observed along the lighter blue portion of the catheter. The procedure was not completed due to this event. No pt complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the batch number of the device; therefore, the device MFR date is unknown. The suspect device was discarded. A device analysis cannot be performed, therefore, the cause of the reported is undertermined.